Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and chronic epicardial patch system with adapters underwent a cardioversion through the device. A 31 joule shock was delivered and a fault code for a shorted lead condition was displayed as well as a shock impedance measurement of less than 20 ohms. Shocking lead impedance tests were performed which yielded measurements between 38-42 ohms. Boston scientific technical services recommended device replacement. Subsequent information indicated that the patient's remote home monitoring system indicated that the device had limited battery capacity remaining and displayed a fault code for a charge time out. The patient has also reported hearing beeping tones. A save to disc was sent in for analysis which confirmed the presence of a shock into a shorted lead message. The patient was subsequently seen for a device change out procedure. The device was explanted and the entire lead system was surgically abandoned and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.